Event description:
Note was received indicating that the lead revision was completed. The patient&#39;s replacement surgery facility is a no return site and thus the explanted device has not been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently reported high impedance again in MFR report # when it had already been reported under MFR report # 1644487-2015-04104.

Event description:
It was noted during review that the impedance was present since time of implant of the generator, therefore extended searches were performed, and was found that the high impedance had already been reported in MFR report # 1644487-2015-04104 but was inadvertently reported again in MFR report # . Moving forward, all new information received regarding the high impedance will be reported within this MFR report #.

Event description:
It was reported that the patient's device was showing high impedance on the patient's new generator after battery change. It was also identified in the programming history database that the patient had high impedance showing on their device since day of surgery with no reported resolution to date. Information was received that the patient's outputs are turned to zero as no outputs are being delivered. The generator was already replaced. Surgery to replace the lead has not been reported to date. A review of device history records showed that both the lead and generator both passed quality control inspection prior to distribution. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.